Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's implantable cardiac monitor (icm) had a diagnostic anomaly displaying episode counts since the last session instead of the last clear date. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.